Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter; product ID 8832, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
On (B)(4) 2013, information was received from a consumer regarding a (B)(6) male patient who was receiving an unknown drug via an implantable pump for spinal pain. On (B)(6) 2015, additional information was received from the consumer. In (B)(6) 2013, the patient started having issues with the pump therapy; the patient's pain returned/return of pain around his hip. There were no falls or trauma. It was reported the patient¿s pump was at ¿normal eri¿ and there was ¿no problem.¿ in (B)(6) 2013, the pump was due to be replaced. When they did the replacement, they discovered the catheter was clogged. The catheter was replaced as a result. If additional information becomes available, a follow-up report will be submitted.